Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via manufacturer representative, concerning patient with implantable neurostimulator (ins) for spinal pain. It was reported that patient lost some function and lost consciousness after radio frequency ablation (raf) treatments. Four of the treatments were done while the patient was sedated and the patient was awake for the last 2. The patient also has had numerous epidurals in the same area and was not sedated for those. The process for the epidurals is the same as for the raf except for actually applying the radio frequency, which takes out the other variables that are the same for the epidurals. The first time about half way through the application of the radio frequency the patient began to lose consciousness. The patient never completely passed out, but it took about an hour and a half for her head to return to normal. The second time, they did the four raf treatments to the right side of the spine and they were fine. Then when they began application on the left side the patient began going out again and then they lost complete ability to speak, similar to a stroke. It took about 40 minutes to get their speech back and about one and half hours for their head to be normal. In both cases vital signs remained normal. The patient wanted to know if it was possible that the raf is somehow interacting with the stim unit and or leads and traveling to that part of the brain that would possibly cause these results. Neither the pain management doctor or neurosurgeon who put in the stim could explain what is happening. The patient needs the raf for pain control as their back has severe issues. The patient was afraid to continue with the raf not knowing the cause. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.